Event description:
Customer's family member believes meter reads too high. Customer feeling drained and dizzy through blood glucose monitor readings are within normal limits. Customer did not take blood glucose reading on the morning of incident, and dosed with insulin. Customer's family member found pt on porch unresponsive. 911 and lifeline called. Family member tested customer's blood's blood glucose on their meter = 231mg/dl. Paramedics tested customer's blood glucose on their meter=127mg/dl. Customer arrived at hospital 30-45 minutes later, finger stick blood glucose reading =64mg/dl. IV was administered and customer was given food. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.